Manufacturer narrative:
Concomitant medical products: product ID: 8711, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer via a manufacturer representative regarding a patient who received unknown morphine (7.5 mg/ml, 1.9210 mg/day, flex mode basal rate 0.248 mg/hour) in an implantable pump for an unknown indication for use. The patient had a history of lumbar spinal stenosis, controlled hypertension, degenerative osteoarthritis, and controlled stable angina. The patient contacted the healthcare provider (hcp) to report hearing the critical pump alarm since sunday before the "revision" ((B)(6) 2017). On monday, the patient started to feel " a little bit of pain as when she was running of medication." During the "revision" on (B)(6) 2017, it was confirmed a motor stall occurred ("intermittent motor stall and motor recovery since the last sunday until today"). Returned pump logs show multiple motor stalls and recoveries dating back to (B)(6) 2017 (logs were full). The last motor stall, which occurred on (B)(6) 2017 at 04:30 had not recovered. The patient's pain was controlled at the time of the last pump refill on (B)(6) 2017 with no issue. There were no known environmental/external/patient factors that may have led or contributed to the issue. The manufacturer representative denied any falls or mris that could have caused the issue. The pump logs were read twice to see if the "rotor was activated." There was no reported issue with the catheter. The hcp wanted to replace the pump. The patient was going to be seen the following week and every week to come to monitor their clinical reaction to the intermittent motor function while waiting for authorization of a new pump. The hcp would treat the patient with oral medications to cover pain in the mean time. The manufacturer representative was asked to change the critical alarm time and the non-critical alarm intervals to the maximum time available (2 hours and 6 hours respectively). [There was an issue with the facility's authorities to purchase a new pump. The hcp wanted to replace the pump or send the patient to another clinic where a pump was available for replacement.] The issue was considered to be ongoing. The status of the patient was stated to be alive and with no injury. The manufacturer representative would follow-up with the hcp for further information on 14-mar-2017. [It was reported the patient was seen for a revision on (B)(6) 2017. It was interpreted that no actual surgical intervention took place and the term revision was used to describe the office visit. The discrepancy is considered due to a language barrier. The information reasonably suggests the hcp was waiting for replacement authorization and would treat the patient with oral medication until approval. Surgical intervention was interpreted as being planned, but not scheduled.]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative. The hcp told the representative that the implant date was on (B)(6) 2016. They stated that the hospital was taking too long in their internal processes to authorize the surgeries to the pain clinic where the hcp worked. The pump was interrogated again on (B)(6) 2017. It was noted that the ¿last rotor reinitializing alarm¿ was on (B)(6) 2017. The hcp evaluated the patient¿s pain level and it was under control. The hcp asked the representative to interrogate the pump in a month. Meanwhile, the hcp was going to ask the ¿surgery space¿ to explant the pump. The facility had a lack of surgery times for these kinds of procedures. More pump logs were returned, showing 14 motor stalls and recoveries, starting on (B)(6) 2017 at 10:52, and ending on (B)(6) 2017 at 22:33.